Manufacturer narrative:
H4: device manufacture date: july 22, 2020 - july 23, 2020. H10: the device was received for evaluation. The returned sample was returned containing 199 ml of fluid in the bladder. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed coming out at the distal luer. A functional flow rate test was performed, and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unknown day of (B)(6) 2020. Postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infuse any contents via the peripherally inserted central catheter (PICC) line. This was observed after use of the device. The PICC line was patent. The device had been filled with flucloxacillin 8000mg in 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.